Manufacturer narrative:
(B)(4).

Event description:
It was reported that in 7c during insertion of the swg, the swg kinked and could not be placed. As a result, a new kit was opened and used to successfully complete the procedure. A delay was reported; however, there was no reported death or complication to the patient.